Event description:
It was reported that the pump battery would not charge despite attempts to use different wall outlets and charging cables. An adverse impact on the customer's blood glucose level could not be confirmed as the pump screen would not turn on. To resolve the issue, a replacement pump was issued, and the customer was informed about using multiple daily injections as a backup therapy. The customer was instructed to deplete the battery before returning the faulty pump to tandem within ten days using the provided return box and pre-paid label.